Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 400mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the pump was nearly breaking through the skin. There were no known environmental, external or patient factors that may have led or contributed to the issue. Diagnostics and troubleshooting performed was reported as the catheter was aspirated and was determined to be functioning properly. Actions and interventions taken to resolve the issue was the pump pocket was revised. It was also noted that the physician also revised the pump segment of the catheter with a new pump segment. The issue was resolved at the time of the report and the patient¿s status was noted as alive, no injury. No further patient complications were reported or anticipated.